Event description:
It was reported that the patient used the sensor for a few days, and when it was removed, the electrode was missing. The patient was advised to monitor the insertion site, and call back if there is any sign of inflammation. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.